Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "belt slip". No harm to any person was reported. A getinge field service technician will be sent onsite for an investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "belt slip". No harm to any person was reported. Ref#: (B)(4).

Event description:
Ref#675701.

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "belt slip" during routine check. No patient was involved. A getinge field service technician (fst) was onsite for investigation. The fst investigated the pump in question and found a defective motor control board. After replacement of the defective control board the pump works to factory specification. The defective motor control board was not available for further investigation at the manufacturer site. The reported failure could be confirmed. However the error message "belt slip" can be linked to the following most possible root causes according to the hl 20 risk management file (dms# (B)(4), version 12): failure of pump control board. Defective/ dirty tacho, relay or pump belt. The device in question was manufactured on 2018-11-02. The review of the non-conformities during the period of 2018-11-02 to 2022-08-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.